Manufacturer narrative:
Taper unk. (B) (4). The reporter of the complaint was asked the product for analysis as well as to indicate the product serial number. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."

Event description:
Pt reported an alleged "band slippage" that occurred with the lap-band device. The surgeon performed surgery to readjust the placement of the band.